Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in cartridge. Additional information was received and it was learnt that the lens was partially inserted into the patient's eye and confirmed the lens was stuck in the cartridge. No patient injury was reported and the patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 2/26/2018. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The delivery system was observed locked and advanced as the product preparation requires. The lens was observed stuck at the cartridge tip. There was no viscoelastic residue observed inside the cartridge. It was not possible to confirm if the condition observed is related to manufacturing as the reported device was handled and prepared for the surgical process. After the inspection, it was identified that the device was not prepared as the dfu requires, since no viscoelastic was observed inside. This action could have dislodged the haptics from the normal resting position and affect the lens loading from passing smoothly through the cartridge. This created resistance and allowed the lens to stick in the cartridge creating a push rod override as observed in the returned sample. Based on the inspection the complaint reported was confirmed; however, was due to use of the product. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.